Event description:
Neuron was found to have a flattened tip upon opening the packaging.

Manufacturer narrative:
Technical evaluation: there are two ovalizations with different axes at the tip of the catheter between 2.4 and 3.5 cm from the distal tip. The incident is confirmed as reported. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 2314-03, (lot # l15475). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). All units passed to sterilization and shipped were sorted or reprocessed to meet spec. The (B)(4) has no bearing on the complaint in this incident. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.